Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. However, a review of the provided photographs confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history review a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative:  h6 component code: appropriate term/code not available (g07002) used to capture measurement (g03).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ab liner trial was damaged during case. Small metal locking ring broke and screw came away from plastic liner. It appears that all pieces were retrieved, but it is difficult to tell.